Event description:
While doing an arthroscopic knee procedure, the surgeon was using the mitek vapr electrode to ablate tissue when he noticed that a portion of the ceramic tip had broken off and was floating in the joint. The doctor took pictures and collected the electrode and fragment. Situation did not result in any patient injury. If this were to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.